Event description:
Customer reported the touch screen would lock up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor. No pt injury was reported.